Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the power cord was distorted. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that alternating current (ac) power connection of the power cord was distorted. A field service engineer (fse) went onsite and replaced the power cord to resolve the reported issue. The fse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed power cord was returned to the product investigation lab (pil). The power cord was tested, and the failure was unconfirmed. Pil verified through the use of a fluke multimeter and rigorous bending of the male end of the power cord, the female portion of the power cord and movement of the length of the power cord that no resistance issues were noted with the power cord. Pil also verified that the resistance measurements of the ground conductor of the power cord are all within the allowable specifications and that the power cord passes all current leakage testing as well. This power cord was verified to be functional with no error. H11: d4 - product UDI #.